Event description:
The consumer alleges the joystick would turn up the speed and lights by itself while she was at the hospital and at home. The joystick was previously replaced on ra # (B)(4) on (B)(6) 2011. No serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model tdxsp-mcg serial number (B)(4) is approximately 8 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." The medical condition, stability and medication regimen of the consumer is unknown. The consumers experience using the device is unknown. It is unknown if this is the first power chair owned by the consumer. It is unknown if an involuntary movement caused the joystick to be touched while the chair was on the lift causing the unanticipated movement. The territory business manager stated that the consumer may be affected by a wireless alarm system in her home. It is unknown if the consumer is experiencing emi issues. On page 14 the following warnings and information regarding emi interference is provided: "warning - caution: it is very important that you read this information regarding the possible effects of electromagnetic interference on your powered wheelchair. Electromagnetic interference (emi) from radio wave sources powered wheelchairs and motorized scooters (in this text, both will be referred to as powered wheelchairs) may be susceptible to electromagnetic interference (emi), which is interfering electromagnetic energy (em) emitted from sources such as radio stations, tv stations, amateur radio (ham) transmitters, two way radios, and cellular phones. The interference (from radio wave sources) can cause the powered wheelchair to release its brakes, move by itself, or move in unintended directions. It can also permanently damage the powered wheelchair's control system. The intensity of the interfering em energy can be measured in volts per meter (v/m). Each powered wheelchair can resist emi up to a certain intensity. This is called its "immunity level." The higher the immunity level, the greater the protection. At this time, current technology is capable of achieving at least a 20 v/m immunity level, which would provide useful protection from the more common sources of radiated emi. There are a number of sources of relatively intense electromagnetic fields in the everyday environment. Some of these sources are obvious and easy to avoid. Others are not apparent and exposure is unavoidable. However, we believe that by following the warnings listed below, your risk to emi will be minimized. The sources of radiated emi can be broadly classified into three types: hand-held portable transceivers (transmitters-receivers with the antenna mounted directly on the transmitting unit. Examples include: citizens band (cb) radios, "walkie talkie", security, fire and police transceivers, cellular telephones, and other personal communication devices). Note: some cellular telephones and similar devices transmit signals while they are on, even when not being used. Medium-range mobile transceivers, such as those used in police cars, fire trucks, ambulances and taxis. These usually have the antenna mounted on the outside of the vehicle; and long-range transmitters and transceivers, such as commercial broadcast transmitters (radio and tv broadcast antenna towers) and amateur (ham) radios. Note: other types of hand-held devices, such as cordless phones, laptop computers, am/fm radios, tv sets, cd players, cassette players, and small appliances, such as electric shavers and hair dryers, so far as we know, are not likely to cause emi problems to your powered wheelchair.